Event description:
It was reported that the advanced cement mixing bowl and 180 gram cement cartridge was being used in a procedure when the cement leaked into the syringe during mixing. A back-up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the advanced cement mixing bowl and 180 gram cement cartridge was being used in a procedure when the cement leaked into the syringe during mixing. A back-up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
(B)(4). Upon visual inspection the piston dropped into the cartridge.

Manufacturer narrative:
A follow up report will be filed after the device is received and a quality investigation has been completed. (B)(4): not received by manufacturer.